Manufacturer narrative:
(B)(4). On an unreported date ¿some time ago¿, the patient experienced peritonitis. It was not reported if physioneal therapy was ongoing at the time of the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment details were not reported. Action taken with pd therapy was not reported. The patient's recovery status and outcome of the event were not reported. No additional information is available.